Event description:
It was reported that while in use on a patient, this 980 ventilator generated a device alert. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Device evaluation summary medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a device alert. A review of the ventilator diagnostic logs showed the 980 ventilator entered backup ventilation (buv) at the time of the event. The device was available for evaluation. The medtronic service engineer (se) inspected the device and found an associated diagnostic code confirming the unit entered backup ventilation. Se was unable to duplicate the reported event. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. The cause of the reported event could not be established. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to h10 on initial report. H3: device evaluation summary: correction medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a device alert. A review of the ventilator diagnostic logs revealed that there was a loss of ventilation at the time of the reported event. The device was available for evaluation. The medtronic service engineer (se) inspected the device and found an associated diagnostic codes confirming that there was a loss of ventilation at the time of the event. The se was unable to duplicate the reported event. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. He cause of the observed condition could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 980 ventilator generated a device alert.  The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported. Reveiw of the codes indicate that there was a loss of ventilation (lov).